Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02858. D10: cat #: 00875801232 / 32mm i.d. Size kk with constraining ring constrained liner use with 56mm o.d. Size kk shell do not use with skirted heads / lot #: 63830633. Cat #: 00877503202 / bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 / lot #: 2919486. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to pain and a dislocation. During the revision, it was noted that the liner and ring were intact and that there was significant metal debris (black tissue) found in the wound site. Upon examination of the anterior neck, it was discovered that this item was grinding on the acetabular cup. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). During the investigation of the reported event, it was determined to be not reportable as this product was not involved in the initial event. The initial report should be voided.

Event description:
During the investigation of the reported event, it was determined to be not reportable as this product was not involved in the initial event. The initial report should be voided.